Manufacturer narrative:
The UDI information is not available since no serial number was stated in the report.

Event description:
A report with reference number mw5155291 was received via the FDA medwatch program stating: "ventilator alarmed low o2 during ventilation. Patient was on very high o2 settings. Device was replaced and removed from service". Required intervention. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. No investigation has been possible; therefore the root cause of the reported alarms has not been determined. # d4 - serial#, # d4 - unique identifier (UDI) # and # h4 - manufacture date were added. D4 - serial# - previous d4 - serial#: unknown. Added d4 - serial#: (B)(6) d4 - unique identifier (UDI) # - previous unique identifier (UDI) #: unknown. Added unique identifier (UDI) #:(B)(4) h4 - manufacture date ¿ previous manufacture date: unknown. Added manufacture date: 05/10/2017.

Event description:
Manufacturer's ref #: (B)(4).